Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the catheter revealed the distal luer hub separated from its extension line. Remains of the extension line molding were observed inside the separated luer hub. The extension line separation point was observed to be rough and jagged. The catheter body length measured 315mm, which is within the specifications of 307-327mm per product drawing. The distal extension line outer diameter measured 2.165mm , which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the product instructions-for-use (IFU) which states "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate pigtails. Leave the distal pigtail uncapped for guide wire passage." The medial and proximal extension lines were flushed using a lab inventory 10ml syringe. Both extension lines flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the medial and proximal extension lines were secured onto their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to address this issue. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the connection between the catheter and the infusion line got torn after placement of the catheter. Therefore, the catheter wsa removed and replaced with a new one. No harm to the patient was reported.

Event description:
It was reported the connection between the catheter and the infusion line got torn after placement of the catheter. Therefore, the catheter wsa removed and replaced with a new one. No harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4).